Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 175-186 mg/dl. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer ¿delivered and guessed¿ on the amount of bolus she needed to maintain her blood sugar. The customer's blood glucose (bg) level subsequently decreased to 52 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.